Manufacturer narrative:
Prime alarm during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self-test and unexpected restart error test. No unexpected restart alarm noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to pump falling into bathtub. Customer reported that as a result, numbers began to scroll up on display screen and pump received an unexpected restart error alarm. There was also moisture under display screen. Insulin pump shut off and was not able to turn back on. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.